Manufacturer narrative:
Approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20101230.

Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted and will not be returned.